Manufacturer narrative:
Corrected data: in review of section e in follow-up 1, the country was inadvertently selected as united states, however, the country should have been sweden. . All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was found that investigation conclusion code was inadvertently indicated in the initial MDR report. The code was noted to be was 11 instead of 67. Therefore, this supplemental report is submitted where section h6: investigation conclusion has been updated and product investigation results provided since it has been completed. Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: product evaluation cannot be performed as the product has since been discarded. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no other complaint for this order number have been received. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Manufacturer narrative:
Initial reporter phone: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was discarded; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It has been reported issues with a zcb00 intraocular lens. Customer found that the lens was found damaged in the patient's eye after implantation. The lens was removed and replaced. As per surgeon's feedback the lens was slow to come out. There was no vitrectomy, sutures, incision enlarged, medical intervention required. A delay was reported. No additional information was provided.